Event description:
(B)(6) clinical trial. It was reported that post percutaneous coronary intervention, patient fall due to syncope occurred. In (B)(6) 2010, the subject presented with the complaints of recurrent syncope, chest pain, and abdominal pain. Cardiac catheterization was recommended. On the sixth day, the subject was enrolled in the taxus liberte study. The index procedure was performed on the same day. Target lesion #1 was a de-novo lesion located in the distal right coronary artery with 80% stenosis and was 10 mm long with a reference vessel diameter of 3.0 mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.00 x 16 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. On the next day post index procedure, the subject was discharged on aspirin and prasugrel. In (B)(6) 2013, the subject presented in the emergency room with the complaint of an episode of syncope. Subject also had a laceration on the left side of the forehead with ecchymosis and bruising in the periorbital area. The event 'syncope, cardiac' was considered resolved without residual effects and subject was hospitalized on the same day. On the next day, the event 'fall due to syncope' was considered resolved without residual effects and the subject was discharged on the same day.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)